Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a customer received a result of 300 mg/dl on their blood glucose meter. Based on that result, the consumer administered too much insulin. Subsequentially, the consumer experienced a hypoglycemic event. The meter in question will be returned for evaluation.